Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 3.50x24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The stent was damaged along its entire length with bunching at the proximal end, the stent had moved in a proximal direction along the balloon. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found that the shaft appeared to be cut 12mm proximal to the tip of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20-dec-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 22x4.0mm, de novo target lesion was located in the right coronary artery. Following pre-dilation, a 3.50x24mm promus element plus stent was advanced but failed to cross the lesion. The procedure was completed with a different device and no patient complications were reported. However, returned device analysis revealed stent damage and shifted.